Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer was unable to print and it was attributed to a missing printer drawer and it was also confirmed that it would not print to a portable data file, however it would print to an external printer via its universal serial bus. The software was reloaded and updated as a preventive. Analysis also noted that the fan was noisy, the lower hinges display made noise when swinging, the power supply was noisy, the electrocardiogram connector on the link electronic module (lem) board was loose and that there was no power cord. All found defective parts were replaced and the lem calibrated to resolve. (B)(4).

Event description:
It was reported that the programmer was not printing to the strip chart, full size or portable document format (pdf). It was also reported that the power cord was missing. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.